Manufacturer narrative:
There are warnings in the packaging insert that state that this type of event can occur. This event is not occurring at a rate above expected frequency. No remedial action will be taken. No further complications have been reported. A fax was sent to the user facility on 9/5/96. Co did not receive a medwatch report from the user facility. Current info is insufficient to permit a valid conclusion as to the cause of the event.

Event description:
Reamer head separated from wire bundle. Guide wire was not being used in conjunction with this instrument. Head was retrieved.